Manufacturer narrative:
(B)(4). Device manufacture date: since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was stress urinary incontinence. The procedure performed was a cystocele repair and pubovaginal sling. The patient underwent an additional procedure on (B)(6) 2007. The preoperative diagnosis was bladder outlet obstruction with voiding symptoms and vaginal pain, status post urethral pubovaginal sling. The procedure performed was a urethrolysis with cystoscopy and contigen injection.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.